Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires of the multiple feedthru wires were found to be fractured. Analysis concluded the reported clinical observations may have been due to the loosened header bond.

Event description:
Boston scientific received information that during a follow up visit, this device with non-boston scientific right ventricular (rv) lead displayed a high shock impedance. Additionally, there was noise on the rv channel. The rv lead was replaced; however the issue remained. During the implant of the replacement lead, it was noted device header movement provoked the rv channel noise. A new device was re-connected to the chronic rv lead resolving the issue. It was thought the reported observation was due to a device header issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.